Manufacturer narrative:
Concomitant products: 4470 competitor lead, implanted (B)(6) 2008.

Event description:
It was reported that the patient received six inappropriate shocks from the right ventricular (rv) lead. A potential lead fracture was suspected. Oversensing and noise were also noted. The lead was programmed off and eventually capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.